Event description:
During stent implantation with a sds genesis 4x18mm 135 cm pro into the stenosed vertebral artery, the doctor began inflating, but the balloon burst and stent did not open. This part of stent was shifted into the subclavian artery. Balloon was removed. There was no chance to inflate this part of stent, and another stent was deployed in the vertebral artery. Additional information was requested, but to date no further information is available.

Manufacturer narrative:
Additional information will be submitted within 30 days.